Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump data was not accounting for all of the insulin being delivered on (B)(6) 2018. During troubleshooting with tandem technical support, it was found that on (B)(6) 2018, the customer had adjusted the pump date setting from (B)(6) 2018 to (B)(6) 2018 and was the cause of very little data recorded on (B)(6) 2018. The date change was due to use error. There was no impact to blood glucose.